Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. However, the lot number was not provided thus a device history record was not reviewed. A supplemental report will be forthcoming with the evaluation.

Event description:
It was reported that while using this volumeview set, a saline leakage from the femoral catheter connector to temperature sensor was found, therefore the thermodilution could not be performed. The femoral catheter was changed using a new insertion site. There was no allegation of patient injury.

Manufacturer narrative:
The device was not returned for evaluation. The device was infected and could not be returned due to hospital policy. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this instance, the patient required a new stick during the procedure to insert a new access device and catheter, this is a reportable event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.